Event description:
The report co received from user facility indicated that the target lesion was a 100% stenosed supeficial femoral artery lesion (10 cm) with moderate calcification and significant vessel tortuosity. A luminexx stent was deployed and covered approx 6cm of the stenosis of the target lesion. Subsequently, the savvy dilatation catheter was selected for postdilatation. However, the balloon ruptured at approx 8 atmospheres. There were no adverse effects to the pt. Additional info noted that no anomalies were noted during inspection of the product prior to clinical use. Additionally, there were no separtaed balloon parts and no dissection from the balloon rupture.